Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the occluder failed to close even after calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed based off information in the data logs. Per data log analysis, the complaint indicates the issue occurred on 16-mar-2020. The log did not have entries for that date but had entries for 14-mar-2020. Most likely this was when the issue was observed. Only the occluder log was provided. On 14-mar-2020 a perfusion screen was opened at 10:55:03 am. The occluder was calibrated at 12:01:18 and the perfusion screen was exited at 12:02:07. At 12:03:02 a perfusion screen was opened and the occluder was calibrated at 12:03:22. This pattern occurred six more times. There were no errors logged by the occluder. There was no way to tell from just the occluder log if the occluder completely occluded the tube. Next the occluder module rebooted 34 times without entering a perfusion screen and this may be related to the reported issue and could have been caused by a loose connection. The service repair technician was unable to duplicate the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The occluder head and occluder module were both sent back for evaluation. During laboratory analysis, the product surveillance technician observed the occluder head to successfully calibrate and function as expected. The end cover occlusion pin was cracked and 16 overheated resistors were found on the module boards during the evaluation, but no observations were made of any leakage during testing.

Manufacturer narrative:
H3: 81 evaluation is in progress, but not yet concluded.

Event description:
It was reported that the issue occurred during priming of the device for a cardiopulmonary bypass (cpb) procedure.